Manufacturer narrative:
A visual examination of the returned device found that the wide blue paint band at the distal tip was peeling/scraped and the working length/distal tip was twisted. From an evaluation of the tip, it appears that the distal tip may have come into contact with some part of the scope (elevator) while being advanced through the working channel, which caused the blue paint band to peel. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The investigation concluded that the condition of the device was likely due to customer usage/handling. Therefore, the most probable root cause is operational context.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00110 and MFR. Report # 3005099803-2012-00111).it was reported to boston scientific corporation that two dreamtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012.according to the complainant, during the procedure, the blue paint peeled from the distal tip of both sphincterotomes. No paint detached from either device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00110 and MFR. Report # 3005099803-2012-00111). It was reported to boston scientific corporation that two dreamtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure, the blue paint peeled from the distal tip of both sphincterotomes. No paint detached from either device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.